Manufacturer narrative:
Approximate age of device - 7 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2018. It was reported that the patient was admitted for observation, education, and a heparin drip. Patient also had elevated blood pressure and his lisinopril dose was increased.

Manufacturer narrative:
Manufacturing investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(4), and the reported elevated ldh could not conclusively be established through this evaluation. The patient remains ongoing on vad support and no further issues have been reported. The heartmate ii left ventricular assist system instruction for use lists hemolysis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system and provides details regarding the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.